Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced rash and swelling. According to the patient, the reported symptoms were sometimes in proximity to implant, but other times distant from it. The patient requested their icm device to be removed; therefore, the physician explanted it. The physician noted they did not observe the symptoms the patient reported. No additional adverse patient effects were reported. This icm device has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device experienced rash and swelling. According to the patient, the reported symptoms were sometimes in proximity to implant, but other times distant from it. The patient requested their icm device to be removed; therefore, the physician explanted it. The physician noted they did not observe the symptoms the patient reported. No additional adverse patient effects were reported. This icm device has been returned, and analysis has been completed.